Event description:
A nurse mgr reported that during a procedure a pt experienced a corneal burn. Additional info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. 2028159-2014-02475.